Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed several occlusion alarms followed by loss of prime alarms. The rewind, prime and load steps were performed during evaluation and no loss of prime and occlusion alarms were emitted by the pump. An occlusion alarm was emitted when the pump was exercised for 24 hours. The pump was opened and a component was found to be misaligned on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that a component was found to be misaligned on the printed circuit board (pcb). This report is made based on results of investigation completed on (B)(4) 2013.